Event description:
Olympus was informed that the users had lost a balloon during an endobronchial ultrasound (ebus) procedure. The users reportedly attempted to retrieve it in the patient's lung without success.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding this report without success. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be determined. If relevant and significant information was received at a later time, then this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.